Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 3m x 4mm amplatzer piccolo occluder, lot 8462779, was chosen for implant in a 1.2 kg patient with unknown patent ductus arteriosus (pda) dimensions. The device was placed within the pda using an abbott delivery system, and the occluder was released in the intraductal placement. Following release, the device embolized into the left pulmonary artery during procedure before leaving the catheterization laboratory, and the device position was determined by fluoroscopic evaluation. The embolized occluder was emergently snared and removed. A 4mm x 2mm amplatzer piccolo occluder, lot 8421936, was then successfully implanted. Following the procedure, a transthoracic echocardiogram (tte) was performed and there was moderate tricuspid regurgitation noted, to be monitored. The physician reported that the cause of embolization is due to device under sizing. The patient remained hemodynamically stable throughout the procedure. The patient status was reported to be stable.

Event description:
It was reported that on 11 october 2022, a 3m x 4mm amplatzer piccolo occluder, lot 8462779, was chosen for implant in a 1.2 kg patient with unknown patent ductus arteriosus (pda) dimensions. The device was placed within the pda using an abbott delivery system, and the occluder was released in the intraductal placement. Following release, the device embolized into the left pulmonary artery during procedure before leaving the catheterization laboratory, and the device position was determined by fluoroscopic evaluation. The embolized occluder was emergently snared and removed. A 4mm x 2mm amplatzer piccolo occluder, lot 8421936, was then successfully implanted. Following the procedure, a transthoracic echocardiogram (tte) was performed and there was moderate tricuspid regurgitation noted, to be monitored. The physician reported that the cause of embolization is due to device under sizing. The patient remained hemodynamically stable throughout the procedure. The patient status was reported to be stable. Subsequent to the previously filed report, additional information was received that the patent ductus arteriosus (pda) dimensions were: 2.6mm minimal diameter, 10.6mm length.

Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the device was undersized, which was confirmed with a review of the instructions for use, which could have contributed to the device embolization. There is no indication of a product quality issue with regards to manufacture, design, or labeling.